Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient with cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support and encountered positioning issues that eventually resulted in device replacement. The impella cp was successfully placed in high-risk percutaneous coronary intervention (hrpci) setting successfully. Two preclosures were used. The device inserted successfully without complications. Inlet directed towards apex of heart, positioning optimal under fluoroscopy. Repositioning sheath in place with t-lock secured as well as tuohy-borst valve. The decision was made to bring patient to the operating room for extracorporeal membrane oxygenation (ECMO) placement. During the hrpci case, patient¿s oxygen saturation was in the 50s. The patient was brought to operating room and during sterile prep and draping, the impella cp was mistakenly pulled back into aorta. A transesophageal echocardiogram (tee) confirmed the pigtail was not across valve but right at the forefront of the aortic valve. The decision was made to keep impella pump performance level at p-2 during cannulation of ECMO and to fix positioning after. During cannulation, patient-maintained pressures with help of norepinephrine and epinephrine. Once cannulated and ECMO running, tee guidance utilized with attempt at repositioning the impella cp pump back across valve. Multiple attempts were made with reduction in ECMO flows for filling pressures as well as pushes of inotropic agents to improve valve opening. Both were unsuccessful in helping with crossing the valve. Decision was mad to attempt a buddy wire technique. The physician was unsuccessful with using j-tip wire to cross valve. The decision was made to keep vessel access with 0.035 stiff wire through reaccess port and proceed with second impella cp device implantation. The patient was reported to be in stable condition following the event.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was most likely use issue since the pump was mistakenly pulled back into aorta and couldn't be inserted again successfully while the 2nd pump was placed successfully. The instructions for use for the impella cp with smartassist system states the following: ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance.